Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer 4.2 was not detected on bus. A field service engineer (fse) ran the hardware test application (hta) and no cubies were detected. Fse checked the controller board and noted that the drawer was not showing the correct flashing lights. Fse reseated all row-board connections and pyxi-bus cables. Fse replaced the drawer controller board, but the drawer still failed. Fse then replaced the drawer modular controller board; the drawer lights came on briefly and then went out. Fse replaced the drawer modular controller board again, but it still would not recover. Finally, fse removed and replaced the retractor band assembly, and the drawer became operational. The system functioned as intended after the field service engineer repaired the device.